Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Customer is satisfied. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 204, 190, 205, 241 and 233 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 160 mg/dl. Customer stated truemetrix meter is running higher in comparison to other meters; actual meter to meter comparison results were not provided. Customer was educated regarding a1c and was no longer concerned with result; customer stated he would continue to monitor. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: result 1:204mg/dl date: (B)(6) time:3:11p fasting, result 2:190mg/dl date: (B)(6) time:11:49a fasting, result 3:205mg/dl date: (B)(6) time: 4:00p fasting, result 4:241mg/dl date: (B)(6) time: 2:33p fasting, result 5:223mg/dl date: (B)(6) time:252p fasting.